Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent loss of capture on the right atrial lead along with sensing difficulties and noise. Lead remains in use. No patient complications have been reported as a result of this event.